Manufacturer narrative:
.

Event description:
It was reported that the pt had "had problems with the pump for awhile". The pt stated that the refill before the last pump had stopped working and all the medication was still in the pump. The pt also reported "withdrawals", date was unk. The pt stated that the pump was refilled and she was given boluses and the device was working. She now reports that for the last 3 days, the pump is not working again, and she is in severe pain. The pt reported that diagnostic studies were performed "awhile ago" but was unable to provide date. The pt is considering consulting with her hcp.